Manufacturer narrative:
(B)(4). Additional narrative: it was reported that in (B)(6) 2005, the patient underwent partial mesh removal due to pain.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced discomfort, vaginal discharge and pyuria. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy, hydrodistention and bladder biopsy. It was reported that patient underwent mesh revision on (B)(6) 2005 by dr. (B)(6) due to interstitial cystitis and tvt-o tape exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence and pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.